Event description:
It was reported that when using the bd pyxis¿ es server, multiple devices were not communicating with the server following a system upgrade. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that multiple medstation es devices were not communicating with the es server following the v1.11 upgrade due to devices referencing an outdated server address. A technical support specialist manually updated the server address in the core.server table, restarted the data synchronization service, and restored communication. The system functioned as intended after the technical support specialist troubleshot the device.